Event description:
It was reported that during an unknown surgery, when the setting phase by the scrub nurse, the anvil could not be docked, so it could not be used. It was noticed outside the surgical field, so the device did not use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/18/2025. D4 batch #476d18. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. The anvil was removed and reinserted without difficulties. No conclusion could be reached on what caused the bulkhead contact damage. The event described could not be confirmed as the anvil performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 476d18, and no non-conformances were identified.